Event description:
As reported, approximately 1 year post op the initial left tka, this 73 y/o male patient was experiencing pain and stiffness. Patient gets an achy pain in the medial and lateral area of the knee when he gets out of bed or out of his truck. He has stiffness as well. The case report form indicates this event is/not related to devices or procedure not reported. This event report was received through clinical data collection activities. No action taken at this tine, outcome is continuing.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain and stiffness cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity. Concomitant device(s): 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, 200-07-32 - advanced patella 32mm 3 peg implant, 201-78-15 - holding pin mini sharp point 4 pk.